Event description:
A report was received that the pt was hospitalized from (B)(6) 2010 to (B)(6) 2010 because of tachyarrythmia/atrial fibrillation and received a cardioversion on (B)(6) 2010. When the pt turned on his stimulation. On (B)(6) 2010, no communication could be established with the ipg, despite the ipg having been fully charged. Several troubleshooting attempts made by bsn were unsuccessful. The physician believes that the ipg was damaged due to the cardioversion performed on the pt and has recommended that the ipg be replaced.